Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance spikes on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead is a non-boston scientific product. Pocket manipulation and isometrics were performed, and there was no noise on the electrogram (egm). Boston scientific technical services (ts) discussed it is likely a spring contact issue. Small movements of the terminal ring either axially (back and forth) or radially (circular motion) over time creates wearing of the terminal ring and generates microscopic particles, which over time may accumulate and oxidize. This can impact the connection between the spring contact and lead ring, resulting in an intermittent change in impedance. The physician noted they may program the patient to monitor only for a few weeks, and if there is no noise, then they will program tachy therapy back on. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance spikes on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead is a non-boston scientific product. Pocket manipulation and isometrics were performed, and there was no noise on the electrogram (egm). Boston scientific technical services (ts) discussed it is likely a spring contact issue. Small movements of the terminal ring either axially (back and forth) or radially (circular motion) over time creates wearing of the terminal ring and generates microscopic particles, which over time may accumulate and oxidize. This can impact the connection between the spring contact and lead ring, resulting in an intermittent change in impedance. The physician noted they may program the patient to monitor only for a few weeks, and if there is no noise, then they will program tachy therapy back on. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated this ICD was explanted and returned to boston scientific for analysis as the patient received a heart transplant. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.